Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0nqz9, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported she had a fall 2 years ago and her lead wire shifted. Patient just had the lead replaced a month ago. No further patient complications are anticipated or expected as a result of this event.